Event description:
The rptr did back to back blood glucose tests, within 10 minutes, using separate fingersticks, and got results of 250 and 150 mg/dl. Rptr stated that she had symptoms of feeling tired. She had been using expired control solution. On followup, the rptr did a control solution test using new control solution and results were in range 137, 145 (98-147).